Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, e315 was likely generated temporarily due to water droplets and dust adhering to the electric contact part with the scope. Or, it is possible that the board temporarily malfunctioned because severe dust was confirmed inside the device. This information is addressed in the instructions for use (IFU): "¿ properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of e315error message was not confirmed. Furthermore, main switch crack, heavy dusting inside the unit, and connector base showing wear of interference stripes in the examination image were noted. In addition, the socket and battery required renewal. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display an e315 error message. There was no patient involvement, no harm or user injury reported due to the event.